Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the explant of the implantable pulse generator (ipg) an electrosurgical unit was used and the device exhibited unipolar spikes and loss of capture. The implantable pulse generator (ipg) was explanted and replaced. Post operatively the replacement ipg exhibited loss of capture. The replacement ipg was retested and parameters were stable. The replacement ipg remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion. If information is provided in the future, a supplemental report will be issued.